Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2014 with the following findings: a review of the dates in the total daily dose history revealed inconsistent changes in the dates. The data from the black box for these dates were overwritten due to continued use; no activity related to the complaint was found in the black box. A timekeeping accuracy test was performed and passed. Evidence of the complaint was found in the pump history; however, the complaint was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that the pump was gaining or losing time by more than five minutes every month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.